Event description:
During the procedure the ligasure advance device did not work properly. The pistol grip handle locked, and the protective plastic sleeve on shaft cracked. The rn changed the device and the second one worked properly. The patient was free of injury. It is unknown if the second device was of the same or different lot.